Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a line through display issue. The complaint was classified based on the limited customer care advocate (cca) documentation since the patient was unwilling to answer many questions. The patient did not want to answer when the alleged display issue began; she indicated that she was unable to check her blood glucose levels. It is unclear how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine following the start of the alleged issue. She reported that an unknown time later, she developed symptoms of ¿anxiety and sweatiness¿. It is unclear whether she received any treatment for her symptoms. During troubleshooting, the cca noted that the meter was being used for the first time and based on the information provided there was no misuse of the product. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Sweatiness, after the alleged product issue began.